Event description:
The vein was accessed with the micro puncture set. A 4 french micro puncture set dilator was introduced. Over an 035 guidewire, a marker catheter was placed in the inferior vena cava. An inferior cava gram was obtained. The entry locations of the renal veins were identified and the size of the inferior vena cava (ivc) was measured. During the unchanged eating/deployment process of the inferior vena cava (ivc) filter, the patient demonstrated a lot of pain. The filter did not seem to unsheathed in its usual manner, and some of the struts of the filter appear to not opened properly. The cook femoral approach filter cannot be re-sheathed a decision was made to deploy the filter with the idea that if the filter was miss aligned, we could possibly retrieve the filter from above. After deployment of the filter a venogram was performed which suggested the filter was not in intravascular position. No extravasation was seen. The sheath was removed from the groin and hemostasis was achieved with manual compression.

Event description:
The vein was accessed with the micro puncture set. A 4 french micro puncture set dilator was introduced. Over an 035 guidewire, a marker catheter was placed in the inferior vena cava. An inferior cava gram was obtained. The entry locations of the renal veins were identified and the size of the inferior vena cava (ivc) was measured. During the unchanged eating/deployment process of the inferior vena cava (ivc) filter, the patient demonstrated a lot of pain. The filter did not seem to unsheathed in its usual manner, and some of the struts of the filter appear to not opened properly. The cook femoral approach filter cannot be re-sheathed a decision was made to deploy the filter with the idea that if the filter was miss aligned, we could possibly retrieve the filter from above. After deployment of the filter a venogram was performed which suggested the filter was not in intravascular position. No extravasation was seen. The sheath was removed from the groin and hemostasis was achieved with manual compression.